Manufacturer narrative:
Concomitant product: 10005941jpn birdie bedside spo2 monitor; 2 pins; blu mbj2502319. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the sensor felt hot and there was redness developed on the patient's finger where the sensor was attached. The issue occurred one to two days after the new sensor was opened. It was said that when the sensor/oxygen transducer was replaced on the distributor's side, the symptoms subsided/resolved after that.